Manufacturer narrative:
(B)(4). It was reported that a ventilator displayed an error during a circuit check and the solenoid valve was replaced to resolve the issue. The solenoid valve was returned for investigation. The valve was installed into a test unit. The unit passed the circuit check several times. The investigation could not duplicate the customer complaint.

Event description:
It was reported that during patient use, an error was generated while changing the circuit on a ventilator. The circuit was replaced with another circuit with the same result. The patient was removed from the ventilator and transferred to another ventilator. There is no report of patient harm, serious injury, or death associated with this event.

Manufacturer narrative:
(B)(4).